Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accu tni) result that was generated by the unicel dxc 600i synchron access clinical system for one pt. A pt sample was tested for accu tni and a result of 3.58ng/ml was obtained. The result was reported out of the lab. The original sample was re-tested on the next day and accu tni results were 0.01ng/ml and 0.00ng/ml. A fresh sample collected from this patient gave a result of 0.00ng/ml when it was tested. The result was corrected. The customer reports there was no change to pt treatment.

Manufacturer narrative:
The sample type was plasma, collected in a gel tube and it was centrifuged at 3,800 rpm for 10 mins. The specimen was reported to be a full draw and clear in appearance. Three levels of qc were in specifications before and after the event. A system check performed in 2008, before the event, met specifications. A field service engineer (fse) was not dispatched as customer declined service due to qc performance being acceptable and the issue was isolated to this one pt's sample. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.